Event description:
Customer reports two false negative leukocyte results. Each false negative event also reported no glucose on the sample as well as low specific gravity. Each sample tested positive for leukocytes on multistix 10sg urine strips. Second sample had 20-30 wbc/hpf on microscopic exam. No report of injury with these events.

Manufacturer narrative:
The cause of the false negative leukocytes is not known at this time.